Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU); adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular procedure to treat a bilateral iliac aneurysm utilizing gore® excluder® aaa endoprosthesis. On (B)(6) 2024, the patient was brought in to the hospital as the proximal neck of the trunk ipsilateral leg was compromised or crushed as the left renal artery had become aneurysmal and aneurysm sac continued to grow (size unknown) which put pressure on the graft and patient clotted bilaterally. Blood flow was compromised with partial occlusion. Physician used a penumbra device to suck the clots out then realigned the proximal end with aortic cuff and two 27x10 contralateral legs. Physician also implanted a 7x9 gore® viabahn® vbx balloon expandable endoprosthesis (vbx) in the left and 6x19 vbx in the right renal artery. Both renal arteries are open and have efficient blood flow. Patient tolerated the procedure.